Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels (act) were 280s and heparin was administered. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The final implant depth was 3.1mm on the left coronary cusp (lcc) and 4.6mm on the non-coronary cusp (ncc). Post procedure, the pulse rate was high (400ms), a left bundle branch block (lbbb) was noted with day time pulse <2s with dizziness. The patient required prolonged hospitalization due to this event. On 09 sep 2025, a leadless permanent pacemaker was implanted.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Potentially, procedural circumstances (implant depth) contributed to the event, however, this could not be confirmed. The reported surgery is the result of case-specific circumstances, as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.